Manufacturer narrative:
(B)(4). Section g4: the rt269 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the subject rt269 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the pressure line of the rt269 breathing circuit was found disconnected during patient use. The healthcare facility further confirmed that there was no malfunction observed with the subject breathing circuit and its pressure line. It was reported that the disconnection occurred due to use error during setup of the device. Conclusion: the reported disconnection of the pressure line was due to use error during device setup. All rt269 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt269 breathing circuit states: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in italy reported that the pressure line of a rt269 infant evaqua2 breathing circuit disconnected during patient use. The healthcare facility later indicated that the defect was most likely due to use error. There was no patient consequence.

Manufacturer narrative:
(B)(4) section g4: the rt269 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. The subject rt269 infant breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in italy reported that the pressure line of a rt269 infant evaqua2 breathing circuit disconnected during patient use. The healthcare facility later indicated that the defect was most likely due to use error. There was no patient consequence.